Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a lag in response from button press on insulin pump. It was also reported that display screen froze or took too long to switch to the next screen. Customer's blood glucose was 143 mg/dl. After troubleshooting, customer reported that buttons began to respond.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with a test minilink and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The pump was also programmed with a test glucose meter and communicated properly and recorded the 109 mg/dl value properly from the glucose meter. The sensor feature was working properly. The pump passed the leak test. The pump was received with all buttons responding properly and no damage or moisture damage on the keypad assembly was noted. No unlocked keypad connector or button keypad anomalies were noted. The pump was received with minor scratches on the lcd window, case and keypad overlay.